Event description:
It was reported that a broken needle or cannula occurred. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H6: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle or cannula occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.